Event description:
It was reported to MFR that the vns pt had surgery where the lead and generator were removed due to an infection. The reporter stated that "the pt had developed granulomas and scar tissue in the neck around the vagus nerve and it was bothering (the pt)". Cultures were taken but the results were not communicated to the MFR. Attempts to obtain add'l info from the treating physician and surgeon have been made, but have been unsuccessful to date. The explanted lead and generator have been returned to MFR and analysis is underway.

Manufacturer narrative:
Device mfg records reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.